Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated implant detect date recorded as (B)(6) 2016. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg), approximately twenty four hours after implant at device check the ipg failed to complete implant detect. Implant detect conditions might not have been met at time of device check. Transmission of device data was requested,and the ipg remained in use. During follow up check, the physician manually set the polarity to bipolar which allowed performance of device checks, which were fine. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.